Manufacturer narrative:
Date of event was approximated.

Event description:
It was reported that the device was stuck via social media. A rotapro device was used in an atherectomy procedure. The device stalled and became stuck. The physician had to go subintimal to remove the device. It was believed that the pressurized saline did not have pressure on. There were no reported patient complications.